Event description:
Additional information reported that a 25 mcg bolus of baclofen was administered, and the patient was watched for four hours. There was no change seen. A myelogram was performed on (B)(6) 2011, and the catheter "could not be found." The patient was taken into surgery (B)(6) 2011, and the catheter was "found" to be coiled under the pump. The catheter was then removed and replaced. The patient was seen by the healthcare provider (hcp) on (B)(6) 2011, for a pump medication refill. There was 15 ml aspirated from the pump, and 2.5 ml expected, at that time. The patient experienced a subsequent increase in muscle rigidity. The patient's oral baclofen was decreased. The patient was to return to see the hcp this month. The next pump refill was scheduled for (B)(6) 2012. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Two weeks following a pump replacement, the pt experienced a return of symptoms with increased baseline spasticity. The first pump refill following the replacement revealed no volume discrepancy. The hcp increased the dosing twice; the pt continued to show no improvement in symptoms. On (B)(6) 2011, another refill procedure was performed. At this refill, the pump's actual residual volume (30mls) was greater than the expected residual volume (2 mls). The pump logs were checked; there were no alarms. The pump programming was correct. Troubleshooting options were being considered. Drug infused via the pump was lioresal 500mcg/ml at a daily dose of 412.61 mcg. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc lot# n291895002 explanted: (B)(6) 2011.